Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. In this case, the exact cause of the cai cannot be determined; however, a lower level of calcification (moderate) may have contributed to the cai. In addition, per post procedural discussion, there was no perceived technical/anatomical reason for the cai with the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed conclusion: (B)(4): known inherent risk of procedure. .

Event description:
After a successful deployment of a 23mm sapien 3 valve in an 80:20 aortic/ventricular position, moderate central aortic insufficiency (cai) was noted on echo (tte). The diastolic pressure was also observed to be lower than baseline. A decision was made to deploy a 2nd 23mm valve. After successful deployment of the 2nd valve, the central ai was resolved. Of note, as per tte the leaflets appeared to be functional. The native aortic annular diameter was measured 19.2mm x 27.8mm and 418mm² by CT scan. The native valve and leaflets were moderately calcified and no calcification at the aortic root. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good. Per report, post procedure discussion, there was no perceived technical or anatomical reason for the initial valve to have had an issue.